Manufacturer narrative:
A follow up report will e submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's co2 module was not responding. There was no reported patient involvement.